Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1311 mg/dl. The customer called to see why she was having to change batteries on the insulin pump. There was no information indicating a troubleshoot was performed for the high blood glucose reading. While describing the circumstance the customer noticed that there was a crack on the battery compartment of the insulin pump. The customer stated the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to treat per healthcare professional's recommendation. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08795 inches. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.